Event description:
Customer reported that after applanation, doctor adjusted the yellow overlay on the iris and pressed the foot switch. The flap was de-centered from the yellow overlay in the superior direction. Doctor immediately released the foot switch and re-started the procedure. Once the yellow overlay was aligned he pressed the foot switch and the flap was again de-centered in the superior direction. Doctor immediately released foot switch and reported the problem. No patient injury reported. Patient follow-up was received on (B)(6) 2013. The patient returned for flap treatment on both eyes. The procedure was completed with no problems and there was no injury. Best corrected visual acuity (bcva) pre-op 20/15 right eye and 20/20 left eye. Bcva post-op was 20/20 on both eyes.

Manufacturer narrative:
Evaluation: the equipment was evaluated after the event date which occurred on (B)(6) 2013. The field service engineer (fse) was dispatched and verified flap de-centered in a gel. Fse replaced the galvo block assembly. Fse installed micro d connector support assembly and completed the service installation. Fse verified output power and system performance in gel. System was tested and system meets amo specifications. The returned galvo block was evaluated visually by the service depot and no visual issues were observed. The galvo block was functionally tested and the reported complaint was reproduced, "the galvo unit is mis-aligned but it is still within the specification range, therefore, it is not out of spec." A review of the device history record for this system indicates that the system met all specifications prior to being released. Therefore, manufacturing has been ruled out as a potential cause. Placeholder.